Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported by affiliate via email the vapr3.5mm sideeffect 1-pce electrode-ea, implant is requested and it is opened properly, the envelope where the vapr side effect electrode comes from is carefully opened so that the surgical nurse could take the aforementioned material, reference 227301, after which it is connected to the vapr console and we became aware of both the johnson technician héctor sosa and I, who reported an error in the console when connecting the handpiece, we proceeded to change the traditional console to a vapr vue console to verify if the problem was the console, but it was not; since the electrode failed again, so we proceeded to open another vapr tip 227301 by connecting it to the vapr vue console where it worked without any problem. No patient consequences. There was delay in the surgery of 10 minutes. The device is available to be returned for evaluation. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u1906001] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [u1906001] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via email the vapr3.5mm sideeffect 1-pce electrode-ea, implant is requested and it is opened properly, the envelope where the vapr side effect electrode comes from is carefully opened so that the surgical nurse could take the aforementioned material, reference (B)(4), after which it is connected to the vapr console and we became aware of both the johnson technician (B)(6) and I, who reported an error in the console when connecting the handpiece, we proceeded to change the traditional console to a vapr vue console to verify if the problem was the console, but it was not; since the electrode failed again, so we proceeded to open another vapr tip 227301 by connecting it to the vapr vue console where it worked without any problem. No patient consequences. There was delay in the surgery of 10 minutes. The device is available to be returned for evaluation.